Event description:
Pt called saying one of his cadd legacy pumps is not working. It gave him a message that said "battery depleted." He replaced the batteries and then it gave an error message saying sn (B)(4). Pt has a working pump and is unharmed pt says he has a pump return box, so he requested that we do not send one. Replacement pump being sent. Dose or amount: 39nkm. Frequency: continuously. Route: IV. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: pah.